Manufacturer narrative:
A follow up will be submitted following evaluation.

Event description:
A peritoneal dialysis patient reported having multiple issues during treatment. The cycler alarmed for a balloon valve leak and he had a large drain volume. During fill 1 the patient filled with 2,495 ml and then drained 7,591. Treatment was discontinued. The alarm history showed an air detected in the cassette alarm. When the cassette was removed fluid was found leaking from the cassette. The patient reported feeling a tingling sensation prior to the large drain. The patient had already contacted his nurse. The cycler was replaced. During follow up the patient's nurse reported the patient did not have an adverse event and did not require medical intervention. The reported large drain of 7,591 ml was 304% over the expected drain volume which resulted in a reportable device malfunction.

Manufacturer narrative:
A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. During setup phase, a ¿balloon valve leak warning¿ occurred. The ¿ok¿ button was selected and the treatment starred. During treatment the fill 1 phase, a ¿hb make sure hb is on ht tray and unclamped¿ occurred before the treatment was canceled. No fluid leaks in the test cassette during no fluid leaks in the test cassette during the test treatment. After replacing the clogged hp1 the simulated treatment was performed and completely without failures. Passed mushroom head check. Test positive for glucose. The reported symptom (fluid leaking) was not confirmed. The reported symptom balloon valve leak warning was confirmed. The reported symptom iipv (dv > 200% of fv) was not confirmed. The reported symptom air detected in cassette warning was not confirmed. Encountered hb make sure hb is on ht tray and unclamped. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.